Event description:
Title: the role of the ultrasonically activated shears and vascular cutting stapler in hepatic resection. Author/s: william r. Wrightson md, michael j. Edwards md, kelly m. Mcmasters md, phd citation: the americal surgeon. 2000; 66(11): 1037. The authors reported their experience with the harmonic scalpel ultrasonically activated shears (uas; ethicon) and a vascular stapler for hepatic resection as technological advances that aid in minimizing blood loss and thereby reduce the need for inflow occlusion. The authors retrospectively reviewed liver resections performed from september 1997 through july 1998. Patients underwent segmental resection (n-12), lobectomy (n-13), or extended lobectomy (n-11). All cases in which the harmonic scalpel ultrasonically activated shears (ethicon) and endopath ets-flex articulating vascular endoscopic linear cutting stapler (ethicon) were used were included in the study. The appropriate hepatic veins were then divided with the vascular stapler. After marking the line of transection with the electrocautery, the harmonic scalpel ultrasonically activated shears (ethicon) was used to circumferentially divide the parenchyma to a depth of 2 to 3 cm. The scissor-grip uas handpiece unit was used to gently compress portions of the liver parenchyma until divided. The variable setting of the uas was used at a power level of 3. Reported complications included abscess (n-3) and ascites (n-3). It was concluded that the vascular stapler and uas are aids in performing major hepatic resection. Combined use of the uas and vascular stapler may reduce operative blood loss and minimize the need for pringle maneuver, thereby reducing the risk of postoperative liver dysfunction.

Manufacturer narrative:
(B)(4). Date sent: 06/30/2025 d4: batch #unk d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.